Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.

Event description:
The customer advised that these syringes do not expire until 2026, however the needles are dull and are not working properly.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the customer sample analysis. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.